Event description:
It was reported that the right atrial lead, which is a competitor lead, gradually lost sensing in the right atrium to the point of non-sensing. The device remains in use and no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis found varying resistance/impedance was noted. Weekly pace impedance trend data shows varying impedance for minimum and maximum atrial pace bi-impedance was 627 to 1064 ohms range between (B)(6) 2010 and (B)(6) 2011.